Event description:
It was reported that during a surgical procedure it was observed that the motor device "was found to be broken". There were no delays in the procedure as an identical spare device was available. The surgery was completed successfully with the spare device. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the cutter device was broken off inside of the device, the thermistor was not working and the disconnect sleeve was stiff. Therefore, the reported condition was confirmed. Evidence indicates this was due to improper care and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.